Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient underwent transurethral cystoscopic lithotripsy under general anesthesia and a disposable foley catheter was used to drain urine. On february (B)(6), when the patient got out of bed, the catheter came out of the body on its own, and it was found that the urinary bladder was damaged. It was stated that the reason was that the balloon ruptured and slipped out due to the residual paraffin oil used during the operation or urinary bladder damage.

Event description:
It was reported that the patient underwent transurethral cystoscopic lithotripsy under general anesthesia and a disposable foley catheter was used to drain urine. On february 14, when the patient got out of bed, the catheter came out of the body on its own, and it was found that the urinary bladder was damaged. It was stated that the reason was that the balloon ruptured and slipped out due to the residual paraffin oil used during the operation or urinary bladder damage.

Manufacturer narrative:
The reported event was confirmed as use related. The failure was caused by the misuse of the product. A potential root cause for this failure could be mishandling of device leading to the failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterilization method: sterile, sterilized by g radiation. Do not use if package is opened or damaged. Disposable. Destroy after use. Do not use this product if you have a latex allergy. Structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. Material of components: catheter body ¿ natural latex inflation conical interface ¿ natural latex deflation conical interface ¿ natural latex flushing conical interface ¿ natural latex balloon ¿ natural latex valve ¿ polypropylene scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precautions: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. " h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.